Manufacturer narrative:
Date of event is estimated. A patient experiencing pain at the ipg site was reported to abbott. No intervention scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg pocket site after a significant weight loss. Surgical intervention may take place to address the issue.